Event description:
The patient developed a large pocket hematoma which did not resolve with treatment. The pocket was irrigated and the system re-implanted. In 2009, patient in or for wound debridement with possible dehiscence. Pocket was irrigated again and device was re-attached. The following month, pocket infection with drainage.

Manufacturer narrative:
No medwatch form was received. Review of quality records.